Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed extensive external and internal damage not consistent with normal wear and tear. The technician observed damage consistent with mis-handling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.